Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump has two cracks to the corner of the display. Customer's blood glucose level at the time 26.0mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.